Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced infusion set tip was damaged event on (B)(6) 2025. No further information available.